Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. Two devices were received for evaluation. Two device evaluations are in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly leaking. There was no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 2 previously reported events are included in this follow-up record. Product return status 1 device was received for evaluation. 1 device was available for evaluation but has not yet been received. Evaluation status 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by corroded bearings. Additional information 2 device is not labeled for single-use. 2 device was not reprocessed and reused.